Event description:
Pump experienced an altitude alarm issue. There was no adverse impact to the customer's blood glucose level. To resolve this, tandem technical support arranged for a replacement pump and instructed the customer to return the faulty pump using a pre-paid label within ten days. Customer was advised to program new settings and connect their cgm to the replacement pump.